Manufacturer narrative:
A review of the image result files showed that results appeared as reported by the instrument. An immucor field service engineer performed the unexpected reactions checklist. No issues were identified. The instrument is operating as expected. The sample could not be ruled out as the cause of the unexpected reactions.

Event description:
On (B)(6) 2015, a customer reported an unexpected negative (compatible) crossmatch result with a patients sample and 2 donor units.